Event description:
It was reported that during a pre-test the cuff deflated rapidly. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Event methods, evaluation, and conclusion codes: updated. Device evaluation: one endotracheal tube was received for investigation. The reported issue was confirmed during visual inspection, when the device cuff was observed to have rips in the material. During production, this product is 100% inflation tested, and the observed condition would have caused the device to be rejected. Additionally, the customer event description does not indicate this condition was observed during pre-check. The investigation determined that the observed condition is consistent with the device cuff having been damaged by an instrument during intubation, however a definite root cause could not be attributed. No manufacturing-related root cause could be identified. As no lot number was provided, a review of manufacturing device history records could not be conducted. No actions have been taken at this time.